Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius side assessed to a fold flaw opening. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ yellow particles observed inside the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 e1 h3 h6.

Event description:
The device has been replaced.